Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, tandem technical support walked the customer through the load process with a new cartridge; customer reported using water instead of insulin during troubleshooting. The customer confirmed that drops were seen at the end of the tubing. The customer's blood glucose level was 330 mg/dl. Customer acknowledged that the pump and infusion set were functioning as intended and was successfully able to resume pump therapy.